Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate audible tones for an alarm. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6), 2022, the distributor reported the additional information: the pump history was reviewed and no alarms were observed on the reported event date. The history showed customer's blood glucose ranged from 90-181 mg/dl. Troubleshooting was performed and pump alarms occurred as intended. Pump was functioning as expected.